Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Notes: initial MDR originally submitted to the FDA on 03aug2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
The customer owned device was previously returned to pentax medical from a customer on 27/jul/2018 and inspection of the unit was performed on 30/jul/2018 where the quality control inspector found the following: control body root brace cut. Distal cap - fixed type failed epoxy seal integrity inspection. Passed dry leak test. Up/ down angulation knob play. Passed wet leak test. Customer complaint confirmed. Rubber trim collar nut separate from rubber. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed, along with miscellaneous parts, and returned to the user upon completion. Parts replaced: o-rings and seals, rubber trim collar, root brace rubber lg body.